Event description:
It was reported, while using the camera head, horizontal noise occurred on the screen. The issue occurred during a therapeutic gynecological case (specific name unknown) and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 (facility name): (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 4.1 precautions for use (warning): - the endoscope shall be operated by holding the camera head, not the camera cable, during use. The camera cable may be damaged, and this may lead to image malfunctions. Phenomenon 2ifu applicable area. 4.4 color adjustment: when replacing the endoscope or camera head, be sure to adjust the white balance. Accurate color reproduction may not be possible. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.